Manufacturer narrative:
Clarification was received that the first test result was obtained on (B)(6) 2017. Date of event, was correct as previously reported.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
On (B)(6) 2017, the customer obtained a result for one patient sample using the elecsys anti-tshr immunoassay (atshr) on the cobas 6000 e 601 module (e601). The result was <0.9 u/l. This result was released outside of the laboratory. Clarification has been requested regarding the date of the event. On (B)(6) 2017, the customer obtained an atshr result of <0.9 u/l for a new sample from the same patient. On an unspecified date, another sample from the same patient was sent to another laboratory for thyroid stimulating immunoglobulin (tsi) testing. The result was 4.4 tsi index, which was high. Based upon this result, the customer expected the patient's atshr result to also be elevated. The customer repeated the sample from (B)(6) 2017 with a heterophile blocking tube to rule out interference of a heterophile antibody. The atshr result remained unchanged at <0.9 u/l. The results from the roche analyzer did not match the expected clinical picture given by the tsi index result. There was no allegation that an adverse event occurred. The e601 serial number is (B)(4). Calibration and quality controls (qc) were acceptable. Sample interference was suspected, and a sample was requested for investigation.

Manufacturer narrative:
A sample was sent for investigation; however, since it was stored at the incorrect temperature, it was not suitable for testing. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Since calibration and quality controls were acceptable, a general reagent issue could not be identified.